Event description:
The pump had flipped twice which was flipped back manually. The last flip caused a catheter kink. Once the catheter was unkinked the pt became lethargic and loose. The pt is reported to be doing fine.